Event description:
Subsequent to lasik surgery with the intralase fs laser for creation of the corneal flap, the patient reported severe sensitivity to light. The patient was treated with topical steroids and their symptoms improved, however, 18 months postoperatively the patient still complains of sensitivity to artificial light. There has been no loss of visual acuity related to this event. It should be noted that the patient was no-complaint with the initial postoperative medications.